Manufacturer narrative:
Due to an anonymous survey following was reported for the flow/bubble sensor of the cardiohelp: ¿to tight, it kinks the tubing, hence it activates cloth formation¿. The instant of time is unknown. No serious injury or death was reported with the given information. Since no systemic issue was determined no corrective action is required at this time. According to the risk file of the cardiohelp the following root causes can lead to the reported failure: - user accidentally occludes the running circuit by clamping or kinking the line, - wrong tube size was used, - mechanical jammed. According to the instruction for use for the involved hls set advanced 5.0 / 7.0 (chapter 6.2 priming the system), it has to be tested if the lines are not pinched or kinked. Furthermore in the instruction for use for the cardiohelp-I it is stated that the integrity, completeness and proper connection of the tube system has to be checked before and during the application. No confirmation of the failure is possible due to less information as this complaint was created out of anonymous survey. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID#(B)(4).